Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported via phone that his full radius 4.0 left metal shavings in the patient during a knee arthroscopy. All of the metal shavings were removed from the patient using suction from a shaver. The case was completed using another like device. There were no patient consequences but a 2-3 minute delay was reported. The device is being returned.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the device revealed no anomalies in both the outer and inner hub shafts apart from normal wear. Further under microscopic inspection shows no missing materials and the failure reported could not be confirmed. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that his full radius 4.0 left metal shavings in the patient during a knee arthroscopy. All of the metal shavings were removed from the patient using suction from a shaver. The case was completed using another like device. There were no patient consequences but a 2-3 minute delay was reported. The device is being returned.